Event description:
Kimberly-clark received a report stating, "when physician was placing this tube, the distal end perforated the patient's bowel. Tube was initial placed on (B)(6) 2014. Patient's condition was being monitored and was deteriorating from baseline. Patient was taken to surgery on (B)(6) 2014 for exploratory laparatomy. Surgery revealed the j-tube had eroded in the patient's bowel and tube feed had leaked into the peritoneal cavity. The tube was removed and the patient was treated for peritonitis. The physician concluded the tissue surrounding the eroded area was healthy and did not require any further treatment.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.